Event description:
It was reported that the insulin pump had unresponsive keypad; the buttons had stopped working. The customer changed the battery and got a partial display on the screen of the device. There was a slow long beep that would not stop. The customer removed the battery out of the device. The customer's blood glucose was 230 mg/dl. The customer stated that they play sports and insulin pump has been dropped and maybe even bumped, but they could not recall. The customer agreed to not performing troubleshooting for the beep anomaly since the buttons of the device were not working. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube. The insulin pump passed the self test. No unexpected audio anomaly was noted during testing. No missing segments or partial display was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.